Manufacturer narrative:
Other, temperature light. Capital equipment, unit evaluated at the facility. The fse found a bad fuse on the motherboard. He checked the temperature and it passed.

Event description:
The customer stated that the temperature light on the unit did not come on. The customer stated that they had extended the cycle time of the disinfect cycle. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.